Manufacturer narrative:
Device evaluation: the device was discarded by the hospital, after extubation. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) from the supplier, shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after intubation, the cuff pressure dropped. It had to be re-blocked repeatedly during an operation. Re-intubation was not considered necessary. There has been no report of patient injury.

Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product sample is available for return at this time. If the product is returned, the manufacturer will reopen this complaint for further investigation.